Event description:
Neurological damage [nervous system disorder]. Damage causing walking with assistance of a cane [mobility decreased]. Lungs filled with fluid [lung infiltration]. Severe shortness of breath [dyspnoea]. Dizziness [dizziness]. Feeling a bit shaky, shakiness, tremors [tremor]. Tingling in legs, hands, and feet [paraesthesia]. Numbness in legs, hands, and feet [hypoaesthesia]. Sharp pain at times in extremities [pain in extremity]. Burning sensation in tooth that had broken off [dental discomfort]. Blood test revealed high zinc [blood zinc increased]. Blood test revealed low copper [blood copper decreased]. Abnormal high blood pressure [hypertension]. Neuropathy [neuropathy peripheral]. Zinc poisoning, high zinc toxicity [metal poisoning]. Substantial and severe injury [injury]. Used fixodent 2-3x daily, and more and more as time went on [device misuse]. Sores occurring on hands and feet [skin ulcer]. Sight and vision problems, visual disturbance [visual impairment]. Balance problems [balance disorder]. Swollen joints, swelling of ankles [joint swelling]. Urine copper increased [urine copper increased]. Range of motion decreased [joint range of motion decreased]. Sensory deficits levels c7 through l5 [sensory loss]. Headaches [headache]. Blurred vision [vision blurred]. Muscle spasms [muscle spasms]. Difficulty walking [gait disturbance]. Hearing problems [hearing impaired]. Ldh increased [blood lactate dehydrogenase increased]. Cpk increased [blood creatine phosphokinase increased]. Case description: a consumer reported that they, an elderly male age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily dose, and reported the following: severe reactions, adverse effects, and poisoning. The case outcome was unk. No further info was provided. On (B)(6) 2010, received consumer's f/u letter. The consumer reported that he was hospitalized for 3 days in (B)(6) 2008, when his lungs filled with fluid and he experienced severe shortness of breath and abnormal high blood pressure. He had an emergency tooth extraction while hospitalized and blood tests revealed high zinc and low copper. He had noticed dizziness, feeling a bit shaky, shakiness, tremors, tingling in legs, hands, and feet, numbness in legs, hands, and feet, and sharp pain at times in extremities, all beginning in 2006. The consumer reported that he had used fixodent 2-3 times daily beginning 2004, when he received upper and lower dentures after his loose teeth were pulled and discontinued use in 2009. The fixodent seemed to cause a burning sensation in a tooth that had broken off in 2007 and he considered the use caused high zinc and low copper, proving zinc poisoning and neuropathy. No further info was provided. In (B)(6) 2012: received civil complaint, civil motion, order of transfer, deposition of letters and medical and doctor's records from consumer representing himself (pro se): a consumer, representing pro se at this time, reported that they, an elderly male now age (B)(6), used fixodent denture adhesive, version unk cream, to hold upper and lower dentures he received in 2004, when his teeth were pulled after several teeth loosened. The consumer reported that he used fixodent per package directions at first and then used it 2-3 times daily and more and more often as time went on and the dentures adjusted. The consumer did not notice adverse effects from using fixodent in 2004. In and around 2005 and 2006 the consumer noticed a surge that made him feel dizzy and a bit shaky with the application of fixodent. With continued use of the product he started noticing a tingling and numb feeling in his legs, hands and feet and sharp pains at times in his extremities. In 2007, the consumer's tooth broke off and was not repaired. He noticed a burning sensation and severe pain in the broken tooth with continued use of fixodent. In 2008, the consumer reported having tremors, dizziness, numbness and severe sharp pain in hands and feet. He suffered a severe outbreak of sores occurring on his hands and feet. The consumer was admitted through the emergency department to a hospital for eval of what he thought was heart attack. While hospitalized, blood testing revealed high zinc levels and confirmed all the symptoms of zinc poisoning. After his hospital discharge, another tooth problem was identified and the tooth was extracted. The consumer consulted a neurologist for add'l testing. Consultations with add'l physicians that included urinary testing confirmed high zinc. The consumer has suffered substantial and severe injury and damage causing him to now have to walk with the assistance of a cane; he has sharp, tingling pain in every part of his body, especially the bottom of his feet. The consumer reported that he incurred neurological damage and irreparable injury. The consumer discontinued use of fixodent in 2010. Testimonial letter of daughter-in-law dated (B)(6) 2010, indicated the consumer stayed with her from 2007 through 2009 and during that time she purchased his fixodent denture powder, as well as fixodent denture cream, as his dentures were not fitting properly. Synopsis of relevant medical and doctor's records provided by the consumer as follows: pt with date of birth of (B)(6) was admitted to a hospital on (B)(6) 2009. Laboratory tests on (B)(6) 2009 as follows: glomerular filtration rate >60 (>60); potassium 3.4 and 4.1 (range 3.5-5.1); co2 results 20 and 25 (range 22-31); glucose 91 and 127 (range 70-110); calcium 9.5 and 10.3 (range 8.4 - 10.2) and anion gap 12 and 17(range 8 - 16). Laboratory tests on (B)(6) 2009 as follows: glomerular filtration rate >60 (range >60); magnesium 2.2 (range 1.6-2.6). Discharge date (B)(6) 2009. Date unk: confidential health report form revealed major complaint or symptom: neuromuscular numbness, tingling, dizziness with sight and vision problems at times and balance problems. Symptoms checked in which have now or have had previously entered as frequent as follows: dizziness, numbness, arthritis, bursitis, low back pain, neck pain, swollen joints, pain in shoulders, arms, elbows, hands, hips, legs, knees and feet, colon trouble, nosebleed, sinus infection, swelling of ankles, chest pain, chronic cough, difficulty breathing, spitting up blood, excessive phlegm, wheezing, bruise easily, skin eruptions (rash), varicose veins, frequent urination. Been knocked unconscious: yes, 1958 sandlot football. Had fractured bone: broken collar bone. Used a crutch or other support: no. Been treated for spine or nerve disorder: yes, (B)(6) 1978. Been hospitalized for other than surgery: no, none. Had surgery: no, none. On (B)(6) 2010, laboratory tests: triglycerides 199 (reference range 0 - 149); ldl cholesterol 100 (range 0 - 99); hdl cholesterol 36 (reference range >39); total cholesterol 176 (reference range 100 - 199). On (B)(6) 2010, lab test: ld 268 (reference range 120-250); cpk 379 (reference range 44-196). On (B)(6) 2010, lab test: random urine zinc 1426 (reference range not established); ceruloplasmin 27 (reference range 18 - 36); 24 hour urine copper 81 (reference range 15 - 60); random urine copper 54 (out of range); random urine creatinine 63 (range 20 - 370); copper 100 (reference range 70 - 175); 24 hour urine zinc 3585 (reference range 100 - 1200). On (B)(6) 2010: nerve conduction studies (physician impression not included). On (B)(6) 2011: pt presented for office visit for neuromuscular pain. Pain 9 out of 10 on pain scale. Past health history included prior illness of sinusitis, bronchitis, numbness tingling sharp pains in limbs. Surgeries: 1 for sinuses. Medication: currently none. Range of motion as follows: cervical; flexion 25 normal 50; extension 30 normal 60; left leg flex 40 normal 45; right leg flex 30 normal 45; left rotation 35 normal 80; right rotation 40 normal 80 and lumbar: flexion 50 normal 60; extension 20 normal 25; left lat flex 15 normal 25; right lat flex 10 normal 25; left rotation 25 normal 30; right rotation 25 normal 30. On (B)(6) 2011: medical office form revealed consumer's present complaint was neck pain shooting down arms and low back pain shooting down legs. No prior treatment or medications. Reflexes (wexter scale): biceps: (illegible); triceps: 5; brachioradialis 5; patella: 5; achilles: 5. Distraction (cervical spine) test indication nerve root compression: positive right and left. Sensory: c5 normal; c6: normal; c7: deficit; c8: deficit; t1: deficit; l3: deficit; l4: deficit; l5: deficit; s1: normal. Cervical compression test indication nerve root compression: positive right and left. Shoulder depression test indication nerve root compression: positive right and left. Minor's test indication radicular disk pain: positive right and left. Lasague's test indication (muscle)(disk) (nerve) irritation: positive right and left. Treatment plan: see daily on reduction of frequency basis. Specific treatment goals; no more pain. Specific objective eval: treat cervical spine range of motion; treat lumbar spine range of motion. Diagnosis: see diagnosis sheet (not provided). On (B)(6) 2011: chiropractor medical history, review of symptoms and symptom sheet as follows: medical history sheet entered yes for cancer, osteoporosis and arthritis. Other condition listed: bronchitis, sinusitis and high zinc toxicity. Past surgical procedures: tonsils. Current medications: none at the present time. Never smoked, lives with family and rarely drinks. Review of symptoms as yes for the following: fever, chills, excessive thirst, wheezing, frequent cough, shortness of breath, headaches, dizzy spells, numbness/tingling, blurred vision and urinary frequency. Symptoms checked for the following: neck pain, lower back pain, shoulder pain, elbow pain, hand pain, hip pain, ankle pain, clicking in jaw, pain when chewing. Neurological symptoms checked for the following: numb/tingling arm/hand left and right, numb/tingling leg/foot left and right, weakness arm/hand left and right, weakness leg/foot left and right. Symptoms associated with injury checked for the following: range of motion, headaches, muscle spasm, dizziness, visual disturbance, radiating pain, taking over the counter pain meds, blurry vision, balance problems, difficulty walking and hearing problems. On (B)(6) 2011, physician of dermatology billed for mohs 1st stage trunk, arm leg with cpt 17313 (surgeon removes lesion, prepares and interprets pathology slide).

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.